Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue in the electronic records of the device, but was not able to duplicate it. The stryker technician replaced the battery terminals as a precaucionary measure. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The root cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.